Manufacturer narrative:
The device was explanted (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on august 20, 2021.

Manufacturer narrative:
This report is submitted on august 2, 2021.

Event description:
Per the clinic, the patient experienced wound issues with development of a hematoma, and subsequent extrusion of the device through the skin. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.